Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, both ts from the fast-fix 360 fell off at the same time at the first deployment; to avoid secondary damage to the meniscus, both ts were not removed. The procedure was completed using a s+n backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected information in h6: health effect - clinical code and impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cannot deploy due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.